Event description:
It was reported that the insulin pump alarmed during normal used and failed battery test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to motor encoder signal was out of phase. All operating currents were within specifications, no unexpected flailed battery test alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.